Manufacturer narrative:
###This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Additional products: d1: heartware ventricular assist system ¿ pump d4: model #: 1103 / catalog #: 1103 / expiration date: (B)(6) 2021 / serial or lot#: (B)(6) UDI #:(B)(4) d9: no h3: yes h4: mfg date: 26-feb-2019 h5: yes h6: patient ime code(s): e0606, e0304, e0717 h6: imf code(s): f12, f23 h6: img code(s): g04105 h6: FDA device code(s): a24 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d12 product event summary: the pump ((B)(6)) and the controller ((B)(6)) were not returned for evaluation. Log file analysis revealed two (2) controller power up events, logged on (B)(6) 2020 at 12:55:09 and on 07-nov-2020 at 00:09:39. The data point prior to the first loss of power revealed that (B)(6) was connected to power port one (1) with 70% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 75% rsoc. The data point after the first loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for 11 seconds. The data point prior to the second loss of power revealed that (B)(6) was connected to power port one (1) with 65% rsoc and an active adapter was connected to power port two (2). The data point after the second loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for 12 seconds. No anomalies were recorded leading up to the losses of power. As a result, the reported loss of power event was confirmed. Information provided by the site indicated that the ventricular assist device (vad) patient was admitted for shortness of breath, volume overload and a twelve pound weight gain. The patient was shocked by their implantable cardioverter defibrillator (ICD) several times and was successfully diuresed. An echocardiogram revealed a dilated left ventricle (lv) and the vad speed was increased. Based on the available information, the device may have caused or contributed to the reported event. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA (B)(4) is investigating controller losses of power. Per the instructions for use, cardiac arrhythmia, respiratory dysfunction, and worsening heart failure are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of cardiac arrhythmia and worsening heart failure. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ventricular assist device (vad) patient was admitted for shortness of breath, volume overload and a twelve pound weight gain. The patient was shocked by their implantable cardioverter defibrillator (ICD) several times and was successfully diuresed. An echocardiogram revealed a dilated left ventricle (lv) and the vad speed was increased. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Product event summary: the controller was not returned for evaluation. Log file analysis revealed two (2) controller power up events, logged on (B)(6) 2020 at 12:55:09 and on (B)(6) 2020 at 00:09:39. The data point prior to the first loss of power revealed that a battery was connected to power port one (1) with 70% relative state of charge (rsoc) and another battery was connected to power port two (2) with 75% rsoc. The data point after the first loss of power revealed that the first battery was connected to power port one (1) and the second battery was connected to power port two (2). The controller was without power for 11 seconds. The data point prior to the second loss of power revealed that a third battery was connected to power port one (1) with 65% rsoc and an active adapter was connected to power port two (2). The data point after the second loss of power revealed that the third battery was connected to power port one (1) and a fourth battery was connected to power port two (2). The controller was without power for 12 seconds. No anomalies were recorded leading up to the losses of power. As a result, the reported event was confirmed. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Device available for evaluation: ddmb1d4 ICD, 6935m6 lead, 5076-52 lead implanted on: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that review of log files revealed a loss of power to the controller. The controller remains in use. No patient complications have been reported as a result of this event.